Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms; however, a specific cause could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2024, per the timestamps. Low flow alarms were captured throughout the file. A driveline disconnect alarm was captured, consistent with the removal of device support following the patient's death. The pump operated at the set speed throughout the entirety of the file while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient was found unresponsive and had low flows. The patient was unable to be resuscitated. The log files were requested to be reviewed. The log files were reviewed and captured intermittent low flow events throughout the log file with flow noted as low as 1.4 lpm. The lower flows were hovering mainly around the 2.4 to 2.5 lpm range but did see a drop into the 1 range prior to the driveline being disconnected on (B)(6) 2024. These low flow events were likely patient related as they were associated with elevated pulsatility index (pi) values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was found dyspneic and unresponsive and the left ventricular assist device (lvad) was low flowing. The patient was attempted to be resuscitated with advanced cardiac life support (acls) but were unable to achieve return of spontaneous circulation (rosc). There was unknown cause of dyspnea/altered mental status. The death was not device related. The device operated as expected. No products would be returned. The driveline was confirmed to be disconnected after the patient's death.